Event description:
This report addresses the issue of leak. The customer contacted baxter's service center regarding a reload the set 166 , which occurred on the homechoice (hc) during setup. The technical service representative (tsr) had the home patient (hp) close all the clamps and cycle the power. The tsr had the hp reload the set, started self testing. The hc tested ok. The tsr had the hp open the clamps and start the prime. The hp stated the water was going everywhere. The tsr had the hp press stop. The tsr had the hp check the drain line to see if it was connected to the drain bag. The hp was very confused. The tsr tried several times to explain where the drain bag would connect the drain bag. The hp was not able to understand. The hp stated they had the door open and fluid went everywhere before they called. The tsr had the hp turn off the machine and close all the clamps. The tsr explained the setup was compromised and the hp would need to start over with all new supplies. The tsr had the hp turn on the machine and helped the hp remove the cassette. The hp would turn off the machine and try again later. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional information: the reported issue was not confirmed, as the device was not returned to baxter. As a result, an assignable cause of the reported issue could not be determined